Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that the patient presented to the hospital with gi bleeding and fatigue. He had been discharged one month prior to this event after hospitalization for fluid overload, and was placed on iron supplement for anemia prior to discharge. The patient felt well until a week prior to this event, when he reported worsening fatigue, nausea and appetite. The patient noticed black, tarry stools but was felt that it was from his iron supplements. The patient's nausea and fatigue worsened over the previous three days, and he reported having emesis of non-bloody partially digested food. His bowel movements occurred once or twice daily, always black and tarry. The patient also reported that he experienced left lower quadrant abdominal discomfort, but no sharp, pain, distension or cramping. He reported that for the previous two days, he has had difficulty standing due to orthostatic symptoms of light-headedness and graying vision. These symptoms improved with lying down, and did his nausea. The patient presented to the ER, and was noted to have severe anemia with a hgb of 4.4 and hypotension with maps in the upper 40s. His hypotension resolved with a ns bolus, and his fatigue and nausea improved slightly with blood transfusions. An upper endoscopy (egd) was performed and revealed sever friable bleeding gastritis localized to the gastric fundus which was treated with an injection and clipping for localization. A repeat egd found no active bleeding. The patient is clinically stable without further signs of bleeding. The patient was discharged to home on nexium. The patient has had no further bleeding since he was discharged.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.